Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that pressure setting changed automatically 2 times. The patient was implanted for idiopathic intracranial hypertension (pseudotumor cerebri). The patient came to the hospital with headache symptoms. The surgeon tried to adjust the pressure setting for relief of the patient's symptoms. They adjusted to 2.0 by using the programmer and confirmed the pressure by CT. After adjustment the following morning, the pressure setting changed to 1.0 automatically and was confirmed by CT. The surgeon then adjusted to 2.5 and confirmed by CT, however, the next morning again, the pressure setting changed to 0.5 automatically. Since the patient was experiencing overdrainage, the surgeon decided to revise the valve system to a new lumboperitoneal valve. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection did not reveal any damage to the valve. Functional inspection confirmed the valve met the requirements for valve flux, patency, leakage and reflux testing. The valve did not meet the requirements for pressure-flow. The valve failed at the p/l 2.0 setting. The p/l was set to 0.5 on the first day of testing and was observed on the next day with no change in valve settings. The rest of the flow test were completed with no change in p/l setting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.